Manufacturer narrative:
Additional information received indicated that the patient has communicated the desire to proceed with the explant procedure.

Manufacturer narrative:
Additional information received indicated that the bsn sales representative was informed by the physician's staff that the patient was no longer being seen by the physician. A good faith effort was performed to contact the patient with no success. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging and was experiencing some pocket pain. The physician has recommended a revision.

Manufacturer narrative:
A returned product analysis indicated that the device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The complaint of the patient having difficulty charging has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured more than the the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's explant. At the approximate date of the explant, the depletion rate climbs markedly. The aic-u1 damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)). The damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was having difficulty charging and was experiencing some pocket pain. The physician has recommended a revision.

Manufacturer narrative:
Additional information received indicated that the patient underwent an explant and was reportedly doing fine. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4). Model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient was having difficulty charging and was experiencing some pocket pain. The physician has recommended a revision.

Event description:
A report was received that the patient was having difficulty charging and was experiencing some pocket pain. The physician has recommended a revision.

Event description:
A report was received that the patient was having difficulty charging and was experiencing some pocket pain. The physician has recommended a revision.